Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for temperature assessment and vibration. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the attachment device was worn, the nose tube was bent/damaged, and the thimble screw was loose. It was further determined that the device failed pretest for temperature assessment, vibration, and thimble set screw. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on december 5 of an unknown year. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.